Event description:
It was reported that the patient¿s atrial lead exhibited high capture threshold. The lead was capped and replaced on 21 feb 2022. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.